Manufacturer narrative:
On (B)(6)2024, mentor received additional information about the event. It was reported that the patient¿s left breast capsular contracture is baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with an unspecified mentor breast saline implant and experienced postoperative left-sided capsular contracture (grade unknown). The patient reports that her left breast appears deformed and a lot bigger than the right side, and feels very hard. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event and date of implantation were estimated based on available information.